Manufacturer narrative:
Blank fields in this report are the result of information not provided by the initial reporter or user facility. This device is used for therapeutic purposes. (B)(4). The device was returned for evaluation. Condition upon receipt: 1 un-sealed sample, part number (B)(4), from lot number [no I nformation] received; there was evidence of biological contaminants [based off of the reactivity with hydrogen peroxide]. The biological contaminants were on the inside of the assembly and there was surface finish variation on the exterior consistent with scrubbing / cleaning; the information indicates the device was used and is not consistent with the reported [no contact with the patient]. Equipment used: microscope, calipers. Evaluation: visually, the inner shaft broke 0.63¿ from the distal face of the inner hub which would have resulted in the reported event. The break point showed striations on the outside diameter consistent with metal to metal contact. The front hub, distal to the locking area, was deformed which was likely caused from the friction between the inner and outer assemblies. When viewed under magnification, there was damage to the hubs that is consistent with improper loading: dimples on the front hub prior to the locking area caused by the handpiece locking mechanism; locking area damage caused by the back side of the front collet of the handpiece. An improperly loaded bur or blade is not properly supported within the handpiece. The instructions for use has detailed instructions for properly loading a bur/blade into the handpiece. There was no evidence of improper manufacturing and therefore has been ruled out as a likely cause. The complaint was confirmed for the alleged malfunction [broken] however, not in the package as reported. Based on the available evidence and information the most likely underlying cause is consistent with opera tional context.

Event description:
It was reported that "the patient got surgery due to sinus tumor on (B)(6). (B)(4) is found broken when opening the package before surgery. It didn't contact patient." There was no report of user or patient injury.